Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed which noted a scratch at the cassette. Pressure testing was performed and a leak was noted in the cassette. A pull test was also performed with no issues noted. A leak was verified and the cause was due to the scratch at the cassette. The cause of the scratch could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette, a baxter technician determined there was a leak from the scratch on the cassette. There was no patient involvement. No additional information is available.